Event description:
It was reported that this implantable cardioverter defibrillator (ICD) didn't provide successful shocks for the patient's ventricular tachycardia (VT). Technical Services (TS) reviewed device data and confirmed there were no reverse polarity shocks and no therapy exhaustion. TS also confirmed there were inconsistent and unsuccessful shocks. At the beginning of the VT episode, a shock was provided that slowed the rhythm below the rate cut off. The rhythm went back to VT, and three shocks were provided that were unsuccessful. The fourth shock accelerated the arrhythmia to ventricular fibrillation (VF). The fifth shock converted the rhythm. The rhythm went back to VT, and a shock was provided which accelerated the arrythmia to VF again. The second shock was unsuccessful, and the third shock converted the arrhythmia. TS recommended performing a defibrillation threshold (DFT) test and adjusting therapy zones as a non-invasive option. A DFT was performed and was successful. The plan was to implant a superior vena cava (SVC) coil. A dual coil right ventricular (RV) lead was implanted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.